Event description:
After the dealer installed and calibrated the replacement motors, the chair allegedly "attacked" the technician by ramming him into his van. No serious injury is alleged.

Manufacturer narrative:
A dealer technician was servicing the device when the alleged event occurred. The components were received and inspected by engineering on (B)(4) 2010. Some physical damage was observed to a connector on the controller. Engineering determined a flash memory discrepancy within the controller. No history to suggest a product problem. MFR continues to investigate.